Event description:
During a ptca/stent procedure, the stent delivery system (sds) would not advance on the guide wire and the tip became stretched. The sds was removed and a new zeta stent was used to successfully complete the procedure. This is being filed as a malfunction MDR based on the returned product evaluation, in which the tip of the catheter was separated.